Manufacturer narrative:
E1: initial reporter facility number: (B)(6).

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the renal artery. A 165cm transend guidewire was selected for use. During the procedure, abnormal lumen deformation occurred, causing the guidewire to become stuck. The procedure was completed using an alternate device. There were no patient complications as a result of this event.